Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument 3 false positive results were obtained on patient samples. Results were not reported and there is was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is a false positive, likely contamination. Had run with positive result on neg control 3 patients were also positive (nothing reported out) the environmental sample for side a is still positive but the environmental sample for side b is negative. The customer will clean again and repeat environmental samples. Customer will pay particular attention to the inside of the max , including the area around and adjacent to the rack, when cleaning. Repeat run: neg control - passed. Pos control - passed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument 3 false positive results were obtained on patient samples. Results were not reported and there is was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is a false positive, likely contamination. Had run with positive result on neg control 3 patients were also positive (nothing reported out). The environmental sample for side a is still positive but the environmental sample for side b is negative. The customer will clean again and repeat environmental samples. Customer will pay particular attention to the inside of the max , including the area around and adjacent to the rack, when cleaning. Repeat run: neg control - passed. Pos control - passed.

Manufacturer narrative:
Investigation summary: the complaint of "environmental contamination" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they had a false positive result but believed it is from contamination. Field service was not dispatched. Customer conducted environmental monitoring and cleaning inside and outside the instrument. Complaint is unconfirmed. The root cause is due contamination within the instrument. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.